Event description:
Procedure: radio frequency ablation. Reportedly, after 4 applications of the electrode a burn was noticed under the return electrode pad. The facility states it occurred due to an application failure since the return electrodes were not placed at the same level. There is no current status available.